Manufacturer narrative:
Batch review performed on 21 july 2021: lot 1900216: (B)(4) items manufactured and released on 04-apr-2019. Expiration date: 2024-march-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without a similar reported event. Additional implant involved: 2. Ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 lot. 189641 k112115. Batch review performed on 21 july 2021: lot 189641: (B)(4) items manufactured and released on 21-feb-2019. Expiration date: 2024-feb-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without a similar reported event.

Event description:
Revision surgery was performed 1 year and 9 months after the primary surgery due to suspicion of stem mobilization. Pre-revision x-rays suggested stem mobilization. During the surgery, it was confirmed that the stem was well fixed and the surgeon put some bone chips down the stem (the reason is unknown) and replaced the head and liner due to instability.